Event description:
The pt was complaining of pain. When the surgeon analyzed the pt, he determined that the patella was the cause of the pain. This is why the surgeon did a lateral release of the patella. Once the pt was opened to correct the patella pain, as a precaution the surgeon sapped the tibial insert to reduce the risk of infection. MFR ref # 3005180920-2014-00118.